Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being morbidly obese and having osteopenia in the bones. The lateral side of tibia collapsed and the surgeon changed out the tibia and insert.